Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the device overheating. The micro drill medium straight attachment was discarded; it is not repairable once it is disassembled.

Event description:
A micro drill long straight attachment was sent for svc and it overheated during performance testing. No adverse event was associated with the device.